Manufacturer narrative:
On 24-mar-2026, the field service engineer (fse) decontaminated the system flow paths and replaced various valves, the tubing rinse assembly, the gear pump head, and the degasser tank. The customer had no further issues after the service visit. The investigation determined the event was due to a contaminated flow path. The service actions resolved the issue.

Manufacturer narrative:
The gluc3 reagent lot number was 88912001 with an expiration date of 30-sep-2026.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for glucose hk gen.3 (gluc3) on a cobas c 503 analytical unit. The initial result was 134 mg/dl. The repeat result was 95 mg/dl. The questionable result was not reported outside of the laboratory as it did not correspond to the patient¿s history.